Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented pain and a curvature, it was reported that the original device was oversized, and it was causing discomfort. The ipp was explanted and replaced, with the existing reservoir retained and connected to the new implant. There were no patient complications reported.